Manufacturer narrative:
According to the hospital: the case was changed to open craniotomy during the same surgery, with satisfactory clinical outcome. Nevertheless, a risk to patient health could not be excluded for this event. Brainlab determined that the navigation inaccuracy occurred due to a no longer rigid interface for the brainlab reference star on the non-brainlab patient head fixation system, which was not recognized by the user. The manufacturer of that non-brainlab head fixation system has been informed. According brainlab measures are in place for the brainlab device in question in order to minimize the risk as far as reasonably possible. There was no quality or performance issue or malfunction of brainlab equipment. Corrective and preventative actions: the non-brainlab device in question has been exchanged at this hospital. Since there was no quality or performance issue or malfunction of brainlab equipment. According brainlab measures are in place for the brainlab device in question in order to minimize the risk as far as reasonably possible. There are no corrective and preventative actions intended by brainlab at this point of time.

Event description:
As informed by the hospital, an attempted intracranial biopsy supported by the brainlab navigation system was unsuccessful after 5 attempts. The user verified with an MRI scan that the actual applied trajectory differed from the planned, intended trajectory.